Manufacturer narrative:
The pump was received with no button response due to lcd keypad connector being unlocked. There were minor scratches to the lcd window, cracked case near the display window corners, cracked reservoir tube lip, and the displacement test was unable to be done due to keypad anomaly. (B)(4).

Event description:
The customer's mother reported via phone call of button error on the customer's insulin pump. The mother states they are not able to use the down arrow on the pump. The customer's blood glucose at the time was 350mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.